Event description:
Boston scientific received information that the patient implanted with this device had received clinically inappriate therapeutic shocks. A boston scientific technical services (ts) consultant reviewed the episode and stated therapy was not inhibited as the rhythm had been detected in a monitor only zone. The device was then in redection mode, in which detection enhancements are not available. No adverse patient effects were reported.

Manufacturer narrative:
Ts recommended reprogramming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.